Event description:
It was reported that this device was found to be in safety mode. There had been pacing inhibition up to 4 seconds observed, due to unipolar right ventricular (rv) pacing. This device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.